Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely. The patient required an urgent magnetic resonance imaging (MRI) scan prior to device replacement, and a request was made to have data from this device analyzed in order to verify the device had enough reserve to be put into mr mode and back. Data analysis confirmed there was enough capacity to have the MRI performed. Data analysis also confirmed the battery appeared to be depleting more quickly than expected, and a technical services (ts) consultant recommended device replacement within 90 days. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, a supplemental report will be issued.